Event description:
Meter name:one touch basic original, strip name:unknown, meter code:unknown strip code:unknown, strip storage: unknown, symptoms:no symptoms. The patient reported that they were unable to test on the meter. The meter allegedly would not power on. There was no result obtained from the patient's meter. There was no result documented from any other source. There was no comparison between the patient's meter and any other device. There was no treatment. The patient tried new batteries. The patient went to test at a clinic. No further information has been reported.